Manufacturer narrative:
H6 correction: the device code c76126 was previously reported in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid (concentration: 3 mg/ml, dose rate: 2.46 mg/day) and bupivacaine (concentration: 2.5 mg/ml, dose rate: 2.0503 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient was admitted to the hospital and intensive care unit. The patient was unresponsive and was being v entilated. It was stated that they were ruling out seizures or other neurological issues. It was further noted that the patient¿s family believes the pump was empty and the low reservoir alarm is occurring. The patient was scheduled for a pump refill tomorrow ((B)(6) 2021). The reporter spoke to a nurse at the pain clinic and was told the pump should not empty. The reporter did not have a programming strip. Interrogating the pump to confirm the actual alarm and programming was being considered. It was reported that a manuf acturer representative was coming out tomorrow to check the pump. The reporter mentioned a similar episode that had occurred in 2018. Refer also to MFR report# 3004209178-2021-02914 for prior event.